Manufacturer narrative:
It was reported that the hot pack burst and the patient experienced am unidentified burn. Reportedly, the unidentified burn was "to the neck and chest" where the hot pack contents made contact with skin. It is unknown how the hot pack was activated or how the contents were removed from the patient's skin. No diagnostic exams or medical intervention was reported to the manufacturer. According to the reporting facility, the patient received unidentified "follow up care" with their plastic surgery service. The hot pack involved in the reported incident was returned to the manufacturer for evaluation. The seals of the hot pack were inspected and no leaks were identified. The front and back side of the hot pack were inspected and hair line cuts were identified. It is possible that the identified cuts occurred due to the reporting facility's unboxing process. Due to the reported burn, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the hot pack burst and the patient experienced an unidentified burn.